Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The product information was not provided. Therefore, no information was captured in (model #, lot # and expiration date), and the device manufacture date could not be determined.

Event description:
The customer from (B)(6) reported that she obtained a difference of 1 mmol/l to 2 mmol/l between blood glucose readings obtained on the contour meter and an alternate meter. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.